Event description:
Consumer complaint about blood result reading low. Customer states that she feels well and requires no medical attention. Customer's' expected blood results are 95-105 mg/dl fasting. Verified the strips expire 09/13/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 64 mg/dl and 161 mg/dl not fasting. Reviewed meter memory: one:111mg/dl, (B)(6) 2015, 07:45:00 am fasting: yes. 2:118mg/dl, (B)(6) 2015, 05:00:00 pm fasting: yes. 3:114mg/dl, (B)(6) 2015, 05:05:00 am fasting: yes. 4:94mg/dl, (B)(6) 2015, 07:49:00 am fasting: yes. 5:90mg/dl, (B)(6) 2015, 07:47:00 am fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage or user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about blood result reading low. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 95-105mg/dl fasting. Verified the strips expire 09/13/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 64mg/dl and 161mg/dl not fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).